Event description:
It is reported that the screw broke off the straight cup inserter while inserting the cup. No debris was found in the wound and the surgery was completed with a different cup of the same size.

Manufacturer narrative:
Evaluation summary: the fractured off portion is still within the acetabular shell that had also been returned. The acetabular shell had shown signs of multiple impacts around the threaded hole where the impaction instrument would mount. This may have occurred due to an off-axis pressure or impact while impacting the acetabular shell prior to noticing the broken fastener. This instrument has a potential field age of approximately 1 year and 6 months. The frequency of use of this instrument is not known. There are many strike marks on the impaction surface along with the damage marks on the cylindrical shaft portion. Operative notes are not provided. It is unk whether the surgical technique was followed when impacting the acetabular shell into the acetabulum. Given the information provided, a definitive cause for the event observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.